Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h6, h11. Based on the results of the investigation, as the device was not returned. Remote troubleshooting was provided, and the likely cause of the reported event is due the adapter sockets appearing to be loose fitting to the cables. However, root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed no image. The event occurred during the unspecified procedure. There were no reports of patient harm.